Event description:
The homecare provider reported that the driver filled the mark 50r70 reservoir without incident and then left the pt's home. About 10 minutes later, the pt rolled the unit from the porch to inside his house when the poppet burst open resulting in a liquid oxygen burn to his hand. The pt reportedly did not seek medical attention for his injuries. The homecare provider reported that the quick connect has physical damage and quarantined the unit after the reported incident.

Manufacturer narrative:
Co was able to duplicate the reported problem of the poppet leaking liquid oxygen when the unit was filled. A replacement unit was sent to the customer. The unit which malfuctioned was reconditioned for resale.